Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had a needle retraction issue. No serious injury or medical intervention was reported. Verbatim: "material no: 367364, batch no: 8318743. It was reported the customer has wingsets from the same lot, where the needle does not fully retract. The customer has identified 2 more wingsets from the same lot number that had the needle not fully retract when the push button was activated. They are now sequestering the remaining product from this lot. They will need replacement product. Please let me know how I can assist."

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for partial retraction with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to retraction was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for partial retraction with the incident lot was observed. Additionally, testing of the retain samples was conducted and partial retraction was not observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. CAPA #891355. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had a needle retraction issue. No serious injury or medical intervention was reported. Verbatim: "material no: 367364, batch no: 8318743. It was reported the customer has wingsets from the same lot, where the needle does not fully retract. The customer has identified 2 more wingsets from the same lot number that had the needle not fully retract when the push button was activated. They are now sequestering the remaining product from this lot. They will need replacement product. Please let me know how I can assist."